Event description:
The patient reported that she had hyperglycemia on (B)(6) 2020 of 400 at 7:00 p.m. The patient reported that the highest reading was almost 500 but was not able to provide with the exact date. The patient did not reported any symptoms. The patient indicated that her normal readings are 100-140. The patient stated that her last reading today was of 265 at 6:05 p.m. The patient indicated that she takes other medications for diabetes but was not able to provide that information. The patient indicated that she takes medications for cholesterol, thyroid, digestive system and others.